Manufacturer narrative:
(B)(4). MFR (3004753838-2025-119231) was reported in error. Please disregard initial reporting of the device's availability, as the device was not received on 5/7/2025

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.